Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6 weeks ago. The vessels had moderate to severe tortuosity and mild calcification. It was reported that a few days post implant the ipsilateral limb occluded due to thrombosis. The physician performed a thrombectomy and successfully resolved the occluded stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (graft occlusion), (tortuous vessels).